Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck associated malfunctions for this device; sieve beds dumped, muffler and zip ties leak.